Manufacturer narrative:
An event regarding wear (metal debris) and patient factors (synovitis and adhesions) involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: there is no examination of explanted components, no radiographs or imaging studies consistent with faulty implants, no confirmation of metal allergies related to alleged symptoms, and no surgical histopathology consistent with metalosis, altr or particle disease. The explanation for the "grayish debris" noted in the operative report of the second arthroscopic intervention, statuspost the primary total knee arthroplasty, could be from the residual hematoma from the first arthroscopic intervention. No indication for the two arthroscopic interventions or the subsequent revision total arthroplasty is demonstrated other than a painful total knee arthroplasty. Fully twenty percent of all total knee arthroplasty patients have persistent postoperative pain, and in the absence demonstrated loosening, instability, stiffness or sepsis there is not usually an indication for surgical intervention, particularly in a patient requiring increased disability benefits and with pain described as "global", rather than localized. Based upon the documentation available for review, there is no indication that this clinical situation was related to factors associated with implant design, manufacturing or materials. The fact that symptoms persisted on march 26, 2019, one year after all the stryker components were removed, is also meaningful to consider. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been 2 other similar events for the lot referenced. Conclusions: based on medical review, there is no examination of explanted components, no radiographs or imaging studies consistent with faulty implants, no confirmation of metal allergies related to alleged symptoms, and no surgical histopathology consistent with metalosis, altr or particle disease."grayish debris" could be from hematoma from first arthroscopic intervention. No indication for the two arthroscopic interventions or the subsequent revision total arthroplasty is demonstrated other than a painful total knee arthroplasty. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, radiographs or imaging studies consistent with faulty implants, confirmation of metal allergies related to alleged symptoms, and surgical histopathology are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Based on the medical review for another pi, on (B)(6) 2014 a "1. Right knee arthroscopy extensive debridement/ synovectomy [...] "Was performed for a post-operative diagnosis of "1. Right knee painful ... Synovitis, adhesions and metal debris " [...] The operative report notes the right knee "... Widespread grayish debris ... Coating the synovium ... Some adhesions ... Removed with shaver ... Widespread metallic debris over the entire synovium ... Removed ... Joint surface looked good."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been two other events for the lot referenced. Device evaluated by manufacturer? Not returned.

Event description:
Based on the medical review for another pi, on (B)(6) 2014 a "1. Right knee arthroscopy extensive debridement/ synovectomy [...] "Was performed for a post-operative diagnosis of "1. Right knee painful ... Synovitis, adhesions and metal debris " [...] The operative report notes the right knee "... Widespread grayish debris ... Coating the synovium ... Some adhesions ... Removed with shaver ... Widespread metallic debris over the entire synovium ... Removed ... Joint surface looked good" [...]